Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist reviewed the instrument files. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran service method tests, overmix tests which was out of specification. The cse replaced the reagent arm 3 and sample arm 2 mixer and ran auto alignment. The cse repeated the service method tests, which passed, and ran quick check and quality controls, which also passed. The cause of the discordant, falsely low glu result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a dimension vista 1500 instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated on the same instrument and an alternate dimension vista instrument, resulting higher. The repeat result from the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.

Manufacturer narrative:
Siemens filed the initial MDR on 09-oct-2018. Additional information (19-oct-2018): siemens further investigated the cause of the discordant, falsely low glucose (glu) result. The instrument health report indicated the following errors: aliquot probe was clogged, sample detection error, aliquot probe: container bottom not found and sample aspiration error. A possible mix issue on server 1 and sample integrity potentially contributed to the discordant, falsely low glucose result. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.